Manufacturer narrative:
G4: 06mar2020. B4: 19mar2020. A user interface was returned for analysis. An investigation was performed and the customer complaint regarding blinking display cannot be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported display blinks on and off by itself. The manufacture's field service technician (fse) performed external and internal visual inspection on the v60, checked for loose wires, tubing and everything was properly connected. The fse checked the user interface (ui) cables to the power management (pm) board and all cables are properly connected. The fse was unable to duplicate the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced user interface (ui) assembly as a preventive measure and performed touchscreen calibration.